Event description:
Bilateral subcutaneous mastectomies with silicone implants in 1979. Painful implants - removal and converted to simple mastectomy 9/21/1998. Significant silicone bleed from both implants found at time of surgery 9/21/98. Painful breasts. Per event problem codes, it appears the pt had capsular contracture.